Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had a motor error alarm during basal rates on the insulin pump. The customer's blood glucose level was unknown mg/gl. The customer was advised after the troubleshooting was performed to discontinued the use of the inulin pump and revert to back up plan. The customer was advised that insulin pump will be repalced.